Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) >400mg/dl with nausea. Patient is concerned the pump was not working right, as bg was within normal limits upon awakening: this was an unexpected elevation with no known cause. The bg excursion does not meet animas criteria for an adverse event. Trouble shooting with customer technical support did not reveal any delivery issues, but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because of the allegation of inaccurate delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that the last bolus delivery was on (B)(6) 2014 at 22:10. The last basal delivery was on (B)(6) 2014 at 10:16. On (B)(6) 2014 at 13:45, an unexplained power reboot event occurred; insulin deliveries were never resumed. On (B)(6) 2014 at 10:34 a replace cartridge alarm was recorded and deliveries resumed when the pump was primed at 11:15. The total daily deliveries added up corrected and reflected the users programmed basal rate. The pump was found to be delivering within the required range at the completion of an accuracy testing. The complaint that the pump was delivering inaccurately was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.